Event description:
It was reported that this lead was an attempted right atrial (ra) implant. During the procedure the physician repositioned the lead twice due to poor pacing thresholds. A suitable location was then identified but the helix would not longer extend upon the third attempt despite more than 30 turns of the fixation tool. The procedure was completed with the implant of an alternate lead. No adverse patient effects were reported.